Event description:
It was reported that the patient had unspecified device performance issues with his ams device.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to fluid loss from the cylinder.

Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. There was contamination found inside the pump. The pump was not functionally tested due to contamination. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had leak in proximal cylinder body; a hole was present in the outer tube due to input tube wear with avulsion. Both cylinders had broken fabric threads in the cylinder body and exhibited bulging when inflated. Both cylinders had wear at fold in cylinder body. The kink resistant tubing (krt) of both cylinders were worn to filament; no leaks were found. Product analysis confirmed the reported events.